Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please also see associated report(s): 0001822565 - 2018 - 00966. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to infection. There were no complications or delays reported. No further information has been made available at this time.

Manufacturer narrative:
Concomitant medical products: echo fx 7mm std femoral cat: 12-151307 lot: 697250, 28mm mod hd std neck tp1 taper cat: 163662 lot: 326480, ringloc bi-polar 28x46mm cat: 11-165216 lot: 444440, ingl ansr impct dstl pstnr 10 cat: 162640 lot: 786980. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.